Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the 4 most proximal rows were pushed distally and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion was predilated using an unspecified balloon catheter. Then a 2.50mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion due to the tortuousity and calcification of the lesion. The physician added an additional wire and tried 2 or 4 more times, but the issue could not be resolved. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.